Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the catheter was leaking at the hub. The customer further reports that it was not difficult to secure and was secured by suture and bridge. The uvc was inserted on (B)(6) 2014 for continuous use. Sterile heparinized solution was used to flush the line. The uvc was removed on (B)(6) 2014 and replaced with a bp PICC cv catheter. The customer reports the patient recovered.

Manufacturer narrative:
Submit date: 3/02/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Submit date: 07/07/2015. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product sample was received within a generic plastic bag. It consisted of one 3.5 fr urethane umbilical catheter with signs of use. After visual inspection, a hole was found below the strain relief. The returned sample was submitted to an underwater test, bubbles were detected coming out below the strain relief. An additional investigation was performed by r+d. They had the same result: a hole in the catheter, at the base of the luer fitting. As per the event description, the customer reports that the catheter was leaking at the hub. It was not difficult to secure and was secured by suture and bridge. The uvc was inserted on (B)(6) 2014 for continuous use. Sterile heparinized solution was used to flush the line. The uvc was removed on (B)(6) 2014 and replaced with a bp PICC cv catheter. The customer reports the patient recovered. The instructions for use (IFU) warn: do not use clamps on umbilical vessel catheters, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Based on the previous, there is no enough evidence to relate this event to the manufacturing operations. The customer does not report any issue during preparation and the device functioned as intended for approximately 2 weeks. Moreover, the hole encountered caused a gross leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. Therefore, based on all gathered information, it can be concluded that more likely, the device was damaged during the medical procedure. This reported issue has been confirmed. With the available information, the most probable root cause could be considered as misuse, the device could be damaged due to over bending or excessive force. The lot number involved on this complaint was not provided and therefore the specific manufacturing date cannot be determined. However, based on the measurement performed for

Event description:
The strain relief, it can be concluded that it was produced with the old design, before the implementation date of actions related to the corrective and preventive action (CAPA). After evaluation, it was concluded that this complaint is addressed by this CAPA and no additional actions are required. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.